Event description:
It was reported by customer that the 5 cc coude tip two way pre lubricated catheter after insertion, resistance was met inflating the balloon, and only 2ml of saline was instilled. Unable to withdraw 2ml of saline to remove foley. Surgical resident was unable to also remove saline from balloon but was able to remove foley. No harm to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.